Manufacturer narrative:
Concomitant medical products: 407652 lead and 5071-53 lead; implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise. Sensing integrity counter (sic) was also noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.